Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad administrator reported that the pt was admitted to the ICU with respiratory distress and fatigue, and eventually left the unit with good hemodynamics. Approximately 3 weeks later, the pt was re-admitted to the ICU after having respiratory distress with repeated intubation. Despite aggressive resuscitation and pressor support, she was unable to regain hemodynamic stability. After a trans-esophageal echocardiogram was performed, it was found that she had severe aortic insufficiency incompatible with delivering adequate cardiac output despite multiple inotropic medications. A neuro ICU consult and CT head scan were obtained and there appeared to be a small hemorrhage in the midbrain. The pt's pacemaker stopped capturing. A decision was made to withdraw care and the pt expired due to cardiogenic shock.